Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Lumax 740 vr-t dx: upon receipt, the ICD was interrogated, revealing the battery status mos2. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Linox smart s dx 65/17: upon receipt, the lead was found cut 22 cm distal to the is 1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip and shock coil was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for the devices under complaint was re-investigated. All pro-duction steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 99 months, oversensing on the ventricular channel was reported.